Manufacturer narrative:
One medfusion pump was received with a broken lcd lens support. The event history log was reviewed and there were "primary audible alarm background" and "acu watchdog failure" errors. An occlusion test was performed and the primary audible alarm background test error was not duplicated. The acu watchdog failure is a sympathy alarm, it was sympathizing the primary audible alarm background test. The speaker was replaced as a preventative measure. The cause of the intermittent primary audible alarm background test was unable to be determined.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm background test and a watchdog failure. There was no reported adverse event. .